Manufacturer narrative:
This event occurred on an unspecified date between (B)(6) 2021 - (B)(6) 2021. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixteen (16) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The reporter stated that the ¿bags are leaking quickly from under the lip of the add port cap¿. The leaks were discovered while filling the device with medication prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 29, 2020 - june 30, 2020. H10: sixteen (16) actual samples were received for evaluation. All bags were cut at the top left corner where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak between the spike port tube and the spike port bonding area in all samples. The reported condition was verified. The cause of the condition could not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.